Manufacturer narrative:
Additional information: h6, h7, h9, h11. Correction to b5. B5: update "this was observed prior to patient use" to "this was observed prior to use" - device is used in pharmacy operations. H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 09/13/2024 (and not 09/18/2024 which was listed in the original report). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black fibers and brown dots were observed on the tubing of a vented high-volume inlet. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.